Event description:
When performing preventative maintenance of device, service representative found intermittent malfunction. No pt involvement. Service representative repaired device and proper operation.